Manufacturer narrative:
The used company cartridge complaint sample was not returned for evaluation. The lens was returned for evaluation. Solution is dried on the lens. The lens is broken in half. One haptic is laying on top of the posts in the lens case. One half of the lens is split and crushed against a post in the lens case. Multiple areas are split. Marks are observed, on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. A line of small cracks are observed, on the edge of the optic surface. This may be interpreted as the reported scratch. The complaint history and product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint of the lens scratched in the cartridge. The used company cartridge complaint sample was not returned for evaluation. A determination, cannot be made without physical evaluation of the sample. The returned lens was damaged. The IFU (instruction's for use), instructs to completely fill the cartridge with ovd immediately, prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately, filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd. Which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens. Verifying, that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit. While ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence, has been performed in an attempt to obtain further information on this event. File will be reopened, if new information is received. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, observed a scratch on lens once inserted in the lens. The procedure was completed during the initial procedure. Additional information has been received that there was no patient harm reported. Additional information has been received and stated that in surgeon¿s opinion it was injector or cartridge that caused the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).